Event description:
It was reported that three weeks prior to report the patient was sitting on their couch and during a storm had experienced emi affect where their implant was turn off and the patient could not move at all. It was noted the patient went to the hospital however the hospital did not ¿know anything about deep brain stimulation¿. It was noted a family member of the patient found the ¿remote¿ for the patient¿s device and turned stimulation back on and the patient was ¿okay immediately¿. It was reported the patient is afraid to travel because of emi affect. It was noted that the patient is ¿200% better since implant¿. It was noted the patient was implanted to treat parkinson¿s disease. It was noted the issue was resolved when the patient programmer was used to turn stimulation back on.

Manufacturer narrative:
(B)(4).